Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary is aware of similar complaints for this product. In a previous investigation, the device was cleaned and disinfected with natrium hypochlorite and disifin. Then the device was tested for pressure drop performance. A pressure drop not meeting specification was observed during testing. The integrity of the product coating is not guaranteed after the disinfection process which involves a very aggressive solvent, so the probability of micro clotting inside the device rapidly increases, and consequently, a high pressure drop was be observed in this case. A supplemental report will be provided if additional info becomes available. (B)(4).